Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaform (galaflex 3dr) was used. No concomitant procedures were done. On (B)(6) 2018, dog ear: medial fold of breasts was reported. Patient had dog ear removal procedure on (B)(6) 2018. A piece of mesh was removed from left breast. Bilateral breast scar revision also done. Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of dog ear: medial fold of breasts. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.